Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Reported event was confirmed by review of x-rays. Per the review of x-rays, overall fit and alignment of the implants is appropriate. There is lateral angulation of the proximal humeral diaphysis, secondary to fracture with loosening of the inferior plate and screws from the bone. There is osteopenia present which could predispose the patient to fracture. Post-op fracture is identified involving the proximal humeral diaphysis with possible extension to the superior humeral head laterally. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Patient not revised.

Event description:
It has been reported that patient had humerus bone fracture one (1) month post implantation of a.l.p.s. Proximal humerus plating system. Attempts to obtain additional information have been made; however, no more is available at this time.